Event description:
Two ev3 coils would not feed through the micro-catheter. The coils never went into patient. Coil embolization of 2 left intercostal arteries was then completed successfully, and there were no complications.